Event description:
It was reported that the pump exhibited a motor rate error. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked by the tubing guides and the battery door and both plunger cases were cracked. A review of the event history log identified motor rate error. During functional testing using the occlusion test, the reported issue of motor rate error was unable to be duplicated. Normal wear of the motor assembly causing an intermittent error, parts were found old, dirty and worn out. The root cause of the problem was related to normal wear of the pump as it is over 14 years old. Replaced stepper motor, old motor mount, worm coupling, worm gear, and the teflon washers with the delrin washer due to normal wear, also replaced lead screw and both clutch halves as a preventative measure. UDI was unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).